Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had flow block alarm and battery failed alarm. Customer also reported that displacement test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed error. No motor movement or negligible movement. Retries to free a stuck motor failed error or an error in the motor was detected by reading unexpected value from hall sensor error alarm noted during testing. Device passed self test, sleep current measurement and active current measurement. No battery alert noted during testing.